Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at time of incident was 323 mg/dl. Patient's current blood glucose is 402 mg/dl. Customer treated for high blood glucose with syringes. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer wanted to run test on the pump - advised of displacement test, self test. Customer did self test on insulin pump- the pump said self test completed. Customer performed displacement test. Test results was the pump alarmed no reservoir. The insulin pump will not be returned for analysis.